Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical is in the process of evaluating the suspect device, once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while in use, the ventilator was alarming "blower demand exceeded" and would "cut out for several seconds". There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The unit was powered on with a known good lung and a known good circuit connected. The unit powered on and booted up with no issues. The unit passed 142.5 hours of extended tests with no abnormalities. The unit functioned per manufacturers specifications.